Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal was coming off the dissector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed. Heavy amounts of blood were observed on the harvesting handle. Heavy amounts of charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remained attached at the base of the hot jaw, but was detached at the tip of the hot jaw. Based on the return condition of the device, the reported failure ¿material twisted/bent¿ . Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during sterilization/sanitization for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal was coming off the dissector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed. Heavy amounts of blood were observed on the harvesting handle. Heavy amounts of charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remained attached at the base of the hot jaw, but was detached at the tip of the hot jaw. Based on the return condition of the device, the reported failure ¿material twisted/bent¿ . Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during sterilization/ sanitization for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal was coming off the dissector. A replacement device was used to complete the procedure. The hospital did not report any patient effects.